Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery. The customer reported using the reservoir of the insulin pump for more than three days. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit and the insulin pump alarmed no delivery. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did not exit. The customer declined to continue with the troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.